Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received with the adhesive pad, no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the fluid path found the exposed portion of the soft cannula to be crushed and stretched. This cannula damage did not cause fluid to fail flowing the complete fluid path. Due to the external nature of the damage, it cannot be determined exactly when or how the damage occurred. This cannula damage cannot be confirmed as the root cause of the user reported events.